Event description:
Tubing attached to tpn solution in compounding hood. Tubing would not prime at all. New tubing obtained (same lot number). Tpn transferred to another empty container. New tubing attached. Would not prime past filter. Tpn visually inspected. No problems noted. Another tubing obtained (same lot number). Attached to tpn; primed without difficulty.